Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased sodium (na) result for one patient sample when running on the alinity c processing module. The following data was provided: sid (B)(6): initial na result = 113 meq/l; repeat result = 144 meq/l (customer¿s normal range: 135-145 meq/l). There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the tubing, ict pinch valve that was found to be poorly placed on the alinity c processing module, serial number (B)(6). No additional discrepant result issues have been reported since the service activity was completed. The tubing, ict pinch valve was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending data was reviewed and did not identify any related trends for the product for the issue. The device history record review did not identify any non-conformances or deviations for the tubing, ict pinch valve and the alinty c processing module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the tubing, ict pinch valve and the alinity c processing module, serial number (B)(6).

Event description:
The customer reported a falsely decreased sodium (na) result for one patient sample when running on the alinity c processing module. The following data was provided: sid (B)(6): initial na result = 113 meq/l; repeat result = 144 meq/l (customer¿s normal range: 135-145 meq/l). There was no impact to patient management reported.